Manufacturer narrative:
The referenced admission was for nausea/vomiting/anemia and driveline drainage and was reported under medwatch MFR report #2916596-2017-01909. The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2017-00718. (B)(4). Approximate age of device - 2 years, 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to a non-implanting center on (B)(6) 2017. On the evening of (B)(6) 2017, pump power elevations and high estimated pump flows were observed. The patient did not have any signs or symptoms of heart failure. The following day the patient's inr was 1.7, lactate dehydrogenase level was 206 u/l and haptoglobin was 76 mg/dl. The patient refused to be transferred to the implanting center and was discharged against medical advice on warfarin and lovenox. The patient has not contacted the outside hospital for further treatment, or been back to the emergency department since being discharged. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.